Event description:
On (B)(6), 2013, it was reported that the patient was strangled around (B)(6), 2013 and since then has been feeling a burning sensation. It was not noted if this was with stimulation or not. Diagnostics appear to be within normal limits; however, the patient was referred for a full revision surgery. Attempts have been made for additional information; however, they were unsuccessful. The revision surgery occurred on (B)(6), 2013. No additional information has been provided.